Event description:
According to the report, the patient underwent a CABG+tmr procedure on (B)(6) 2014 with a total of 20 channels placed. Patient also had lima anastomosed to the lad. On (B)(6) 2014, the patient was rehospitalized for pleural effusion

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
This event was reported through the angina relief registry. A (B)(6) patient underwent a tmr+CABG procedure on (B)(6) 2014 with a total of 20 channels placed. The patient was re-hospitalized for pleural effusion on (B)(6) 2014. The patient was angina free 30 days post tmr. A review of manufacturing and inspection records from the lot of this device was performed and all components were found to meet specification. Pleural effusion is a common adverse event after coronary artery bypass graft (CABG) procedures with or without adjunctive tmr. Adequate precautions and warnings are present in the product's instructions for use.

Event description:
According to the report, the patient underwent a CABG+tmr procedure on (B)(6) 2014 with a total of 20 channels placed. Patient also had lima anastomosed to the lad. On (B)(6) 2014 the patient was rehospitalized for pleural effusion